Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta stopcock dripped between the injection port and extension.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8180507. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. However, we were not able to associate this crack to the mfg process. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that a bd connecta¿ stopcock dripped between the injection port and extension.